Event description:
It was reported that a spectrum pump's "basic/0" key on the keypad was intermittently responsive. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the "basic/0" key was intermittent, caused by a fractured trace. The failed keypad was replaced to correct this condition. Baxter has initiated a CAPA to further investigate the issue.